Event description:
Seen in consult in 2000 with complaint of tenderness left lateral breast under arm. Baker grade IV capsular contractures noted. Mammogram with ultrasound suggests rupture left breast implant. Implants removed. Bilateral breast implants noted to have significant gel bleed confined to intracapsular space.